Manufacturer narrative:
Further investigation has been completed and the results are consistent with a device failure. This report is submitted on 19 oct 2020.

Manufacturer narrative:
This report is submitted on september 4, 2020.

Event description:
Per the clinic, the patient experienced poor performance with device use and a subsequent reduction in clinical benefit. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device during the same surgery.